Event description:
The customer reported via phone call that they had a no delivery alarm. Customer's blood glucose was 278 mg/dl. The customer reported receiving the alarm while priming. It was also found the alarm was resolved with a complete set change. The customer was unable to troubleshoot at the time of the call. The customer will be returning the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.